Event description:
A healthcare facility in the (B)(6) reported to a fisher & paykel healthcare representative that the manometer on an rd900 neopuff infant resuscitator is not working. The reported fault was found during normal device maintenance with no patient involvement.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient experienced a decrease in performance after an episode with facial palsy. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies.explant and reimplantation is planned, but had not taken place at the time of this report.